Event description:
The user facility reports during a surgical procedure on (B)(6) 2013, the small battery drive was working intermittently. It was reported the procedure was not delayed and a spare device was used to complete the procedure with no further problem. No harm to the patient was reported. No additional information was provided. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: a service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by (B)(4). Report received indicates the customers complaint that this device operates intermittently during use was confirmed. This is due to usage and wear over time.